Event description:
It was reported that the customer had high blood glucose levels of 449 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer was treated with manual insulin injections. It was reported that the customer showed symptoms consistent with high blood glucose levels including confusion, shaking, sweating, increased urination, thirst and sick to her stomach. The customer declined to troubleshoot as she is getting the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).